Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument conductor wire was found to be broken at the weld and sticks out at the wrist. This allows energy leakage to occur. The conductor cap and 'boss' feature on the monopolar yaw pulley is missing. The 'boss' feature can break due to overloading at the hook tip and once the feature is missing, the conductor cap can slide out. Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related. The customer reported complaint does not itself constitute an MDR reportable event; however, the charring damage found during failure analysis suggests that unintended arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, a cable on the permanent cautery hook instrument broke. There was no report of fragment(s) falling into the patient, patient harm, adverse outcome or injury.